Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis the cause of peritonitis was unknown. On an unspecified date, the patient was hospitalized and treated with vancomycin (every 5 days, completed, 21 days), ncef fortaz (completed, 21 days), cipro (completed, 21 days) and diflucan (completed, 21 days) for the event. Several weeks later, the patient was treated with rifapim for the event. At the time of this report, the patient has not recovered from the event. Action taken with pd therapy was not reported. No additional information is available.